Manufacturer narrative:
There was no adverse reaction or injury experienced by the donor. Images provided by the customer identified evidence of the reported malfunctions of damage, and fragments. The customer discarded the device and will not be returned for further evaluation or confirmation of the reported noise. This event occurred in brazil with a product that is not registered or marketed within the us. However, haemonetics has a similar device marketed and cleared for use by the FDA where the alleged malfunction can potentially occur. This report is being filed due to the reported failures that could occur on a similar device marketed and cleared for use by the FDA.

Event description:
On (B)(6) 2020, haemonetics was informed of a device malfunction that occurred at the end of platelet apheresis procedure that resulted in the collected product from the donor being discarded. The customer reported there were evident signs of damage to the bowl. In addition, black fragments reached the interior of the disposable circuit and fragments in the leukodepletion filter. There was also a mention of the bowl causing an audible noise during the procedure.